Event description:
It was reported that during the implant procedure, the pacing impedance measurements were high, out-of-range at greater than 2,000 ohms. The impedance issue could not be resolved, so a non-boston scientific lead was implanted instead to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported out-of-range pacing impedance measurements observed during the implant procedure.

Event description:
It was reported that during the implant procedure, the pacing impedance measurements were high, out-of-range at greater than 2,000 ohms. The impedance issue could not be resolved, so a non-boston scientific lead was implanted instead to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.